Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor message occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. Data was evaluated and the allegation was confirmed. The probable cause was determine to be low counts aberration. In addition, an early sensor expiration was found in connection to the reported allegation.the probable cause of the early sensor expiration could not be determined. The reported event of a replace sensor message is reportable based on the finding of a early sensor expiration no injury or medical intervention was reported.